Manufacturer narrative:
MFR's report date 5/9/97. The pump was received and was visually and functionally tested. The pump was received with no battery power. The pump was plugged into ac and powered up with a "ram clear" message. All history in the pumps log was lost due to the "ram clear". The pumps parameters were reset as reported and run with no rate changes noted. The pump was found to meet all MFR's specifications. Unable to determine cause for the reported rate change.

Event description:
The pump allegedly switched rate on two channels on two separate occasions. Therte was no resultant pt complication.